Event description:
It was reported that the patient fell down the stairs and, after which, follow-up revealed that the right atrial (ra) lead had sensing difficulty, no capture and there was diaphragmatic stimulation. Follow-up also revealed that the left ventricular (lv) lead had no capture and there was diaphragmatic stimulation. The ra lead was removed and replaced and the lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.